Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient coded after removal of the csi orbital atherectomy device (oad). The patient had triple vessel disease and was brought in due to non-st segment elevation myocardial infarction (nstemi). The target lesions were located in the mid to distal segments of the left anterior descending (lad) artery. The physician used a crossing guide wire to access the lesion and then exchanged it for a csi viperwire guide wire. A csi orbital atherectomy device (oad) was loaded onto the guide wire and advanced to the lesion. The physician performed multiple runs with administration of nitro to treat the lesion. The physician removed the oad and identified improved patency and blood flow in the treatment area. The patient then became hypotensive with short periods of ventricular tachycardia (vtac) followed by pulseless electrical activity (pea). At this point, the patient coded and cardiopulmonary resuscitation (CPR) was initiated. The patient was revived and stabilized. The treated vessel remained open and an intra-aortic balloon pump (iabp) was inserted and the patient developed a hematoma in the groin. The patient was then sent to the intensive care unit; however, two hours later, coded and expired. Three requests have been made to the physician to provide any additional information to csi regarding this event, but none has yet been received.